Event description:
It was reported that the implantable cardioverter defibrillator was explanted on (B)(6) 2026 due to low battery. Further information was requested however, was not provided.

Manufacturer narrative:
This report is to retract report MFR # 2017865-2026-01653. Submitted on 27jan, 2026. This report was erroneously submitted. This is a not a reportable event, there was no malfunction. All previously submitted information should be corrected to not applicable and null fields.